Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was further described as an exit site infection. It was not reported if the patient was hospitalized for the event. Treatment was not reported and the cause of the peritonitis was unknown. The patient was switched from pd therapy to hemodialysis. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.